Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The reported information was obtained via maude report. Without a device serial number, the manufacturing date cannot be determined.

Event description:
It was reported via maude report that the device malfunctioned and the patient was shocked multiple times for no apparent reason. The device was reportedly replaced.